Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2017 wherein the scs ipg was explanted and replaced. The reason for the surgery was not made known to the manufacturer. No further information is available at this time.